Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure it was difficult to cross the mitral valve. Once placed, the device exhibited oversensing of flutter waves, undersensing of r-waves and no capture at max output in three different placement locations. The device was removed, and another device was implanted. No patient complications have been reported as a result of this event.